Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that ins battery was depleting too quickly. Patient reported having a lot of back pains. The patient reported they had x-rays taken and device looked alright. No further complication reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported there was no change in their activity nor programming that led to their ins depleting rapidly which started 3 months ago. It is unknown as why the unit stopped working properly. The patient's weight was (B)(6) at time of event.